Event description:
The device result was 281mg/dl. She said that she went to the ER due to high blood glucose. The hospital did a lab test and she didn't know the result. She said they gave her insulin and kept her for observation.